Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #515a; serial #(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion; the metal cap shows minor signs of abrasion; the outer flow tubing exhibits minor signs of abrasion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the fiber during a prostate procedure, the ¿fiber expired during the surgery" at 60,000 joules and 30 minutes of use. The fiber tip (cap) was cleaned during the procedure. A second fiber was used and it had ¿fiber damage.¿ it is unknown how the procedure was completed. Patient outcome: ¿no report of injury to the patient." No further information was reported.